Event description:
During a cataract extraction procedure the surgery center reported having issues with the phacoemulsification unit in regards to having boot up errors. Although, the procedure had not commenced, the patient had been administered anesthetics at the time of incident. The cases scheduled for the day of incident were rescheduled for another day. No patient injury was reported.

Manufacturer narrative:
Pt age: patient information was not provided as to any impact or no injury was reported. The categories for outcomes attributed to adverse event are not applicable as this is a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the hard drive to resolve issue reported. During inspection of the unit, the fss found the unit had lost the day date information due to lithium battery lost charge. The lithium battery was replaced on the graphic user interface(gui) printed circuit board (pcb). The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.